Event description:
It was reported that during the ablation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the distal tip of the inner dilator was crushed, and the wire could not be inserted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the issue occurred outside the patient's body during preparation.

Manufacturer narrative:
Investigation summary: laboratory analysis of the returned faradrive steerable sheath confirmed that the dilator tip was damaged. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Initial inspection of the returned dilator observed the distal tip damaged. Device-to-device testing between the dilator and a known-good guidewire was unsuccessful as the guidewire was unable to fit through the end of the damaged dilator tip. Microscopic inspection observed the dilator tip to be deformed and damaged, which is the most likely cause of failure to fit the guidewire through the dilator. Risk assessment: a risk review performed for the faradrive device confirmed that the event of damaged dilator tip is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on all the available information, the cause of the reported dilator tip damage was likely due to component failure. Investigation confirmed that the catheter passed all passed all testing and specification requirements throughout the manufacturing process prior to distribution.

Event description:
It was reported that during the ablation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the distal tip of the inner dilator was crushed, and the wire could not be inserted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.